Event description:
It was reported, that the magnet 'burned' the patients head. The patient was advised to discontinue use of the magnet. The magnet was exchanged for a lesser strength.

Manufacturer narrative:
(B)(4). The device is currently unavailable.